Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient sight like looking thru a clouded lens. The patient experienced visual disturbances such as glare and rings around lights. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating week after cataract surgery. The patient was treated for detached retina in the left eye. The physician found that during his follow up the day after surgery.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Lens remains implanted. Follow up attempts were made for additional information. The latest information provided indicated that a retinal detachment was discovered on day one post op follow up. The detachment was treated one week later. No further information has been provided. If the sample or more information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).